Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that during testing. The pump failed volume test. No patient injury reported.

Manufacturer narrative:
Other text: g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed a scratched lens and peeling downstream occlusion (dso) seal. No evidence was available to review in the event history logs. Functional testing was performed but the reported issue could not be replicated; the pump was found to be within specification. The root cause could not be determined. Preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A1 updated, corrected data: h6: health effects.